Event description:
It is reported that the patient received a generic durom hip on the left side and a revision surgery is planned for (B)(6) 2013, due to fluid in cup, pain and stiffness.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. (B)(4).